Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient recieved inappropriate shocks due to noise, which was intermittent, of varying amplitude and not regular. Insulation damage was suspected and the lead was replaced. All other values were in range. Patient was fine after replacement procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.